Manufacturer narrative:
Vitamin b12 and testosterone calibration were last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed a sample volume insufficient or clot error. The field service engineer (fse) replaced a tube and the sample and reagent probe tubing. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The b12 reagent lot number is 643768. The testosterone reagent lot number is 620734. The expiration dates were requested but not provided. The field service engineer (fse) replaced tubing and performed periodic maintenance. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay and elecsys vitamin b12 immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. For patient 1, the initial b12 result was <150 pg/ml with flag. The repeat result was 348 pg/ml. The repeat result was deemed correct. For patient 2, the initial testosterone result was < 2.5 ng/dl with flag. The repeat result was 11.79 ng/dl. The sample was also sent to another laboratory and the result was > 1500. The testing methodology used and the units of measurement were requested but not provided.